Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored ventricular episodes. Upon review, the presenting electrogram (egm) showed patient was experiencing atrial fibrillation (af) with rapid ventricular response (rvr). The device inappropriately delivered bursts of anti-tachycardia pacing (atp) and shocks. The shocks were able to convert the rhythm. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.